Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe abnormal pain/pain"), device dislocation ("embedded in my abdomen,it happened during my surgery"), menorrhagia ("prolonged menses/abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), pregnancy with contraceptive device ("pregnancy") and abortion spontaneous ("her pregnancies all resulted into chemical miscarriage") in a 28-year-old female patient who had essure (batch no. 628802-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and medical device monitoring error "implanting surgeon did and ablation at a same time as the essure". The patient's past medical history included back pain and parity 3. *negative for cancer. Concomitant products included gabapentin, procet (acetaminophen w/hydrocodone) and tizanidine. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain/dysmenorrhea(cramping)/last menstrual cycle was equivalent to labour"), dyspareunia ("painful intercourse/dyspareunia(painful sexual intercourse)"), migraine ("migraines headaches"), headache ("migraines/headaches"), abdominal pain ("right side that radiates across abdomen and lower back pain") and back pain ("right side that radiates across abdomen and lower back pain"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), menstrual disorder ("abnormal menstrual bleeding"), alopecia ("hair loss"), fallopian tube disorder ("she was diagnosed with fallopian tube syndrome"), abdominal pain lower ("cramps are really bad"), hypomenorrhoea ("I had a period the first couple months it was light and only lasted two or three days"), abdominal distension ("bloating"), vomiting ("vomiting"), weight increased ("weight gain") and amenorrhoea ("missed a few periods"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (underwent hysterectomy(full) and salpingectomy(bilateral removal of fallopian tubes)), surgery (ablation was done on (B)(6) 2008) and surgery (ablation was done on (B)(6) 2008). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, migraine, alopecia, headache, abdominal pain and back pain had resolved, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, menstrual disorder, fallopian tube disorder, abdominal pain lower, hypomenorrhoea, abdominal distension, vomiting and amenorrhoea outcome was unknown and the weight increased was resolving. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abortion spontaneous, alopecia, amenorrhoea, back pain, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube disorder, headache, hypomenorrhoea, menorrhagia, menstrual disorder, migraine, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage, vomiting and weight increased to be related to essure. The reporter commented: beginning sometime in (B)(6) 2009 patient sought medical treatment regarding the aforementioned symptoms. Plaintiff claimed that there is embedment of essure in abdomen during surgery which was confirmed in x-ray in (B)(6) 2016 which states that essure device was there which was supposed to removed. (B)(4) is the main case. Other pregnancy cases are linked to this case as follows: (B)(4)- 1st pregnancy case (B)(4)- 2nd pregnancy case (B)(4)-3rd pregnancy case diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: confirmed fallopian tubes bilaterally occluded pregnancy test - on an unknown date: positive on (B)(6) 2015 pathology test revealed, uterus and bilateral fallopian tubes, vaginal hysterectomy with bilateral salpingectomy:benign proliferative endometrium, endometrium negative for endometriosis, polyp,hyperplasia and malignancy, essure devices present, chronic cervicitis, unremarkable fallopian tubes. Gross description: there are essure coils present within the cornu of the uterus. In (B)(6) 2016, pelvic view shows essure device was there. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menstrual disorders, pelvic pain, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2018: quality safety evaluation of ptc. Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe abnormal pain/pain"), embedded device ("embedded in my abdomen,it happened during my surgery"), menorrhagia ("prolonged menses/abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), pregnancy with contraceptive device ("pregnancy") and abortion spontaneous ("her pregnancies all resulted into chemical miscarriage") in a 28-year-old female patient who had essure (batch no. 628802-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and medical device monitoring error "implanting surgeon did and ablation at a same time as the essure". The patient's past medical history included back pain and parity 3. *negative for cancer. Concomitant products included gabapentin, procet (acetaminophen w/hydrocodone) and tizanidine. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain/dysmenorrhea(cramping)/last menstrual cycle was equivalent to labour"), dyspareunia ("painful intercourse/dyspareunia(painful sexual intercourse)"), migraine ("migraines headaches"), headache ("migraines/headaches"), abdominal pain ("right side that radiates across abdomen and lower back pain") and back pain ("right side that radiates across abdomen and lower back pain"). On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), menstrual disorder ("abnormal menstrual bleeding"), alopecia ("hair loss"), fallopian tube disorder ("she was diagnosed with fallopian tube syndrome"), abdominal pain lower ("cramps are really bad"), hypomenorrhoea ("I had a period the first couple months it was light and only lasted two or three days"), abdominal distension ("bloating"), vomiting ("vomiting"), weight increased ("weight gain") and amenorrhoea ("missed a few periods"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (underwent hysterectomy(full) and salpingectomy(bilateral removal of fallopian tubes)), surgery (ablation was done on (B)(6) 2008). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, migraine, alopecia, headache, abdominal pain and back pain had resolved, the embedded device, pregnancy with contraceptive device, abortion spontaneous, menstrual disorder, fallopian tube disorder, abdominal pain lower, hypomenorrhoea, abdominal distension, vomiting and amenorrhoea outcome was unknown and the weight increased was resolving. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abortion spontaneous, alopecia, amenorrhoea, back pain, dysmenorrhoea, dyspareunia, embedded device, fallopian tube disorder, headache, hypomenorrhoea, menorrhagia, menstrual disorder, migraine, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage, vomiting and weight increased to be related to essure. The reporter commented: beginning sometime in (B)(6) 2009 patient sought medical treatment regarding the aforementioned symptoms. Plaintiff claimed that there is embedment of essure in abdomen during surgery which was confirmed in x-ray in (B)(6) 2016 which states that essure device was there which was supposed to removed. (B)(4) is the main case. Other pregnancy cases are linked to this case as follows: (B)(4)- 1st pregnancy case (B)(4)- 2nd pregnancy case (B)(4)-3rd pregnancy case . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: confirmed fallopian tubes bilaterally occluded pregnancy test - on an unknown date: positive on (B)(6) 2015 pathology test revealed, uterus and bilateral fallopian tubes, vaginal hysterectomy with bilateral salpingectomy:benign proliferative endometrium, endometrium negative for endometriosis, polyp,hyperplasia and malignancy, essure devices present, chronic cervicitis, unremarkable fallopian tubes. Gross description: there are essure coils present within the cornu of the uterus. In (B)(6) 2016, pelvic view shows essure device was there. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menstrual disorders, pelvic pain, dysmenorrhea. Most recent follow-up information incorporated above includes: on 22-oct-2018: historical condition and laboratory data added. Added events implanting surgeon did an ablation at a same time as the essure, she was diagnosed with fallopian tube syndrome, her pregnancies all resulted into chemical miscarriage, pregnancy, device ineffective, cramps are really bad, I had a period the first couple months it was light and only lasted two or three days, few missed periods,embedded in my abdomen, bloating, vomiting, weight gain. Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe abnormal pain/pain"), menorrhagia ("prolonged menses/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") in a 28-year-old female patient who had essure (batch no. 628802) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included back pain. Concomitant products included procet (acetaminophen w/hydrocodone). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain/dysmenorrhea(cramping)"), dyspareunia ("painful intercourse/dyspareunia(painful sexual intercourse)"), migraine ("migraines headaches"), headache ("migraines/headaches"), abdominal pain ("right side that radiates across abdomen and lower back pain") and back pain ("right side that radiates across abdomen and lower back pain"). On an unknown date, the patient experienced menstrual disorder ("abnormal menstrual bleeding") and alopecia ("hair loss"). The patient was treated with surgery (underwent hysterectomy(full) and salpingectomy(bilateral removal of fallopian tubes)), surgery (ablation was done on (B)(6) 2008) and surgery (ablation was done on (B)(6) 2008). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, migraine, alopecia, headache, abdominal pain and back pain had resolved and the menstrual disorder outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, headache, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: beginning sometime in (B)(6)2009 patient sought medical treatment regarding the aforementioned symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2009: confirmed fallopian tubes bilaterally occluded on (B)(6) 2015 pathology test revealed, uterus and bilateral fallopian tubes, vaginal hysterectomy with bilateral salpingectomy:benign proliferative endometrium, endometrium negative for endometriosis, polyp,hyperplasia and malignancy, essure devices present, chronic cervicitis, unremarkable fallopian tubes. Gross description: there are essure coils present within the cornu of the uterus. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menstrual disorders, pelvic pain, dysmenorrhea. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received. Diseases added per pfs: abnormal bleeding (vaginal), headache, abdominal pain, low back pain. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe abnormal pain/pain"), menorrhagia ("prolonged menses/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") in a 28-year-old female patient who had essure (batch no. 628802-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included back pain. Concomitant products included gabapentin, procet (acetaminophen w/hydrocodone) and tizanidine. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain/dysmenorrhea(cramping)"), dyspareunia ("painful intercourse/dyspareunia(painful sexual intercourse)"), migraine ("migraines headaches"), headache ("migraines/headaches"), abdominal pain ("right side that radiates across abdomen and lower back pain") and back pain ("right side that radiates across abdomen and lower back pain"). On an unknown date, the patient experienced menstrual disorder ("abnormal menstrual bleeding") and alopecia ("hair loss"). The patient was treated with surgery (underwent hysterectomy(full) and salpingectomy(bilateral removal of fallopian tubes)), surgery (ablation was done on (B)(6) 2008).essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, migraine, alopecia, headache, abdominal pain and back pain had resolved and the menstrual disorder outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, headache, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: beginning sometime in (B)(6) 2009 patient sought medical treatment regarding the aforementioned symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: confirmed fallopian tubes bilaterally occluded on (B)(6) 2015 pathology test revealed, uterus and bilateral fallopian tubes, vaginal hysterectomy with bilateral salpingectomy:benign proliferative endometrium, endometrium negative for endometriosis, polyp,hyperplasia and malignancy, essure devices present, chronic cervicitis, unremarkable fallopian tubes. Gross description: there are essure coils present within the cornu of the uterus. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menstrual disorders, pelvic pain, dysmenorrhea. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint. Fu ptc declined by qa (no valid batch, no new ptc information) incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe abnormal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), menorrhagia ("prolonged menses"), dyspareunia ("painful intercourse"), migraine ("migraine headaches") and alopecia ("hair loss"). The patient was treated with surgery (underwent hysterectomy ). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, menstrual disorder, menorrhagia, dyspareunia, migraine and alopecia outcome was unknown. The reporter considered alopecia, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, migraine and pelvic pain to be related to essure. The reporter commented: beginning sometime in (B)(6) 2009 patient sought medical treatment regarding the aforementioned symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: confirmed fallopian tubes bilaterally occluded incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.